Event description:
Patient developed loft upper extremity weakness and paresthesias approximately 4-5 hours after a davinci supracervical hysterectomy despite using a butterfly gelpad beanbag positioner to protect against in the operating room at (B)(6).